Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that could have caused or contributed to the reported alarm. The technical services representative assisted the patient in clearing the alarm and reviewed proper procedures with the patient. The patient would perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. This evaluation included leak testing, simulated-use testing and a visual inspection. Upon conclusion of the investigation, the reported problem could not be verified and the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.